Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012: patient fact sheet form was received which identified part/lot information for the cup. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records this wpc contains two revision operations. The patient was revised on (B)(6) 2008 for a loose stem, a new stem and femoral implant were implanted. A unknown stem is being added to the complaint. The cup and femoral implant are already reported from this revision for metal on metal wear. The patient was revised again on (B)(6) 2011 for a loose cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, pt has suffered and will continue to suffer personal and economic injury(ies) as a result of the implantation with the asr hip implants, including but not limited to, necessary and costly revision surgery, hospitalizations, conscious pain and suffering, inability to walk, inability to stand for long periods of time, inability to perform activities of daily living, bodily impairment, loss of enjoyment of life, mental anguish and emotional distress. It is further alleged that pt is currently scheduled to undergo another revision surgery to have the right asr hip implant explanted in or about (B)(6) 2011.